Event description:
Patient reported symptoms "initially began with itching in the right breast", "fluid in the right breast" detected via ultrasound, and "noticed an increase in the size of the same breast". "Significant seroma" on the right side was diagnosed by physical examination. "Puncture" and immunohistochemistry of the "periprosthetic collection fluid" was performed, which resulted in a diagnosis of right side anaplastic large cell lymphoma (alcl). Pathological marker cd30+ has been received, pathological marker alk- has not been received. Device was explanted with capsulectomy and "breast reconstruction with layers" was performed.

Manufacturer narrative:
Available physician information provided by patient's representative: implanting physician: dr. (B)(6). Diagnosing physicians: all located in (B)(6). - dr. (B)(6). - dr. (B)(6) - dr. (B)(6). - dr. (B)(6). Clarification to d6a implant date: partial implant date provided as "sometime between 2013 and 2014". Implant date has been updated to align with the manufacturing date of the device and the earliest point of the reported timeframe. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma-late" and "lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid in the right breast"; diagnosis of bia-alcl.

Manufacturer narrative:
The events of "seroma-late" and "lymphoma-alcl" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, changed, and/or corrected data: b5, b6, b7, h6, h7, h9

Event description:
Patient reported symptoms "initially began with itching in the right breast", "fluid in the right breast" detected via ultrasound, and "noticed an increase in the size of the same breast". "Significant seroma" on the right side was diagnosed by physical examination. "Puncture" and immunohistochemistry of the "periprosthetic collection fluid" was performed, which resulted in a diagnosis of right side anaplastic large cell lymphoma (alcl). Pathological markers cd30+ and alk- have been received. Device was explanted with capsulectomy and "breast reconstruction with layers" was performed.

Manufacturer narrative:
Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient reported symptoms "initially began with itching in the right breast", "fluid in the right breast" detected via ultrasound, and "noticed an increase in the size of the same breast". "Significant seroma" on the right side was diagnosed by physical examination. "Puncture" and immunohistochemistry of the "periprosthetic collection fluid" was performed, which resulted in a diagnosis of right side anaplastic large cell lymphoma (alcl). Pathological marker cd30+ has been received, pathological marker alk- has not been received. Device was explanted with capsulectomy and "breast reconstruction with layers" was performed.